Event description:
The unit smelled of burned wire. Medical co said to call resmed. Resmed said it would take 4 to 6 weeks for some one to contact me and to use the unit. Why recall if it takes so long to replace it?